Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 9.9 mmol/l. The customer stated that they were unable to perform a rewind without motor error alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. No cosmetic damage noted.